Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated.

Event description:
It was reported that the right atrial (ra) lead exhibited an increase in thresholds from initial implant measurements. The physician ordered an x-ray for the patient to confirm if the lead moved. The physician was planning a lead revision if the lead was confirmed to have moved. The ra lead remains in use. No patient complications have been reported as a result of this event.